Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bag leaked before the patient left the clinic. Per reporter, the cassette could not be opened to inspect the bag, but the medication leaked out of the side of the cassette while being held at an angle. The unit was discarded. No patient harm/adverse event was reported.